Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer's current blood glucose was 263 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated for high blood glucose with manual bolus. Customer advised that the auto mode was not active at the time of the incident. Customer does not allege under delivery. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.